Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (¿add gel/replace belt¿ messages, gel leak) was confirmed due to the wire being cut. The root cause for physical damage to the cut wire was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing "add gel/replace belt" and "gel leak (no alarm)" messages.